Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole. Though the cut wire with attached anchor separated from the distal pierce hole, it remained attached to the device at the proximal pierce hole. The weld-solder integrity of the cutting wire and anchor notch was found to be intact but the proximal section of the anchor notch had detached and was not returned with the device. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device's cut wire broke while in the patient; no part fell into the patient. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device's cut wire broke while in the patient; no part fell into the patient. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.